Event description:
The patient was implanted with the bacfix spinal system in 2000. The surgeon instrumented l3-l5. Approximately four months post-op the patient bent over and felt a snap. Patient then felt pain on the right side. The caudal most screw on patient right side broke ablout 20mm from the end of the screw. The surgeon re-instrumented the patient in 2001 and installed new hardware without incident.